Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting thrombosis and 80% stenosis in the mid lad artery. There was no damage noted to packaging. There was no issue removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issue. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is indicated that the device could not cross the lesion and that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.